Event description:
A (B)(6) pt with unbalanced atrioventricular canal requiring dopamine infusion. After 2 mins of dopamine infusion, the pcu alarmed and a red screen indicating the chamber module had failed appeared. The device module chamber was exchanged. No pt harm. Diagnosis or reason for use: IV therapy.